Event description:
Pt with a history of previous mi, previous pci with placement of 3.0 x 13mm velocity stent in the distal lcx (9/01), hypertension, high cholesterol, and smoking, was admitted to the hosp for coronary intervention. The details of the initial procedure are not available. Elective angiography revealed a 70%, in-stent restenosis of the 3.0 x 13mm bx velocity stent (reported under MFR. Report # 9610978-2006-00216). This lesion was concentric and tubular but it was not calcified or tortuous. The diameter of the vessel was 2.57mm and the lesion length was 10.29mm. Aha/acc classification of the vessel was a type b1. 10,000 units of heparin was administered via IV. The lesion was pre-dilated with a 2.5 x 20mm balloon inflated to 10atm. A 3.0 x 18mm cypher stent was deploy to 14atm for 16~30 seconds at the proximal end of the initially implanted cypher, overlapping the proximal edge. Post-dilation was not conducted. Timi flow before and after the procedure was 3. The residual % of stenosis was reported as 19% per ivus. During the same procedure a 68% stenosis was noted in the mid-lad. The lesion was predilated with a 2.5 x 18mm balloon inflated to 12atm. A 3.0 x 23mm cypher stent was deployed to 14atm for 16~30 seconds. Post-dilation was not conducted. Timi flow before and after the procedure was 3. The residual % stenosis was reported as 7% per ivus. The pt was discharged home on aspirin, ticlid, and warfarin potassium. Approx nine months later, a follow-up angiogram conducted and an 83%, focal in-stent restenosis was observed at the overlapping area of the cypher stent in the distal lcx. The procedure details were unk. The pt was discharged in stable condition.

Manufacturer narrative:
Report is not distributed in the us; however, it is similar to us product. This is one of two reports submitted for the same event. Please reference MFR eport # 9616099-2006-00664.